Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded.

Event description:
It was reported that during a dental extraction procedure, the bur broke. It was also reported that the replacement bur also broke. It was further reported there were no delays and no adverse consequences as a result of this event. It was also reported that the procedure was completed successfully. This report is for the second bur that broke.

Manufacturer narrative:
The device was not returned for investigation. The quality investigation is complete.

Event description:
It was reported that during a dental extraction procedure, the bur broke. It was also reported that the replacement bur also broke. It was further reported there were no delays and no adverse consequences as a result of this event. It was also reported that the procedure was completed successfully. This report is for the second bur that broke.